Event description:
It was reported that the customer had a motor error alarm , no delivery and e70 alarm on the insulin pump. The customer's blood glucose level was 465 mg/dl. The customer was treated with an injection. The customer was asked if received an e70 alarrm and said yes.the customer stated that it came up after motor error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per heathcare provider instruction. The customer was transfer to helpline to report no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 error alarm in alarm history due to history file was overwritten. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked case at the display window corner and broken reservoir tube lip.